Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the consultant said that the clips were not forming properly. They were firing one after another but not grasping the vessel so they kept falling off. A competitor's device was used to complete the procedure. There were no adverse consequences for the patient.